Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a closure top cross-threaded in a pedicle screw during surgery. There were no reports of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and no photos were provided. Therefore, an evaluation was unable to be performed, no results are available, and no conclusions could be drawn. The DHR was reviewed and there are no indications of manufacturing issues which would have contributed to this event.